Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope moved on its own and kept advancing after the endoscope was stopped. An intuitive surgical, inc. (Isi) clinical sales representative (csr) indicated that this was noticed on (B)(6) 2023 and requested for a log review. An isi technical support engineer (tse) reviewed the logs but found no associated errors. Additionally, the csr was on site on 13-sept-2023 and found the system was used without issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi technical support engineer (tse) reviewed the system logs but found no associated errors. Additionally, the csr was on site on 13-sept-2023 and found the system was used without issue. The suspected endoscope was not returned to isi for the failure analysis. A log review was performed and found that the site had used the suspected endoscope in subsequent procedures without any additional complaints. A supplemental MDR will be submitted if any additional information is received.